Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified arteriovenous fistula. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon was ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6).